Event description:
User reports failing several external proficiency survey samples for multiple assays starting early last year. The following survey results were provided for bicarbonate, which occurred in 2008. Units of measure is mmol per l. Survey sample 1, reported 16, acceptable range 21 to 28. Survey sample 2, reported 17, acceptable range 24-32. Survey sample 3, reported 15, acceptable range 21 to 28. Survey sample 4, reported 13, acceptable range 18 to 25. User stated they have not had an issue with any erroneous patient results for the tests involved in the survey issue.

Manufacturer narrative:
Further investigation by the field and technical service representatives found the customer had incorrect calibrator set points entered for several assays including bicarbonate, and the customer was using expired reagents. However, it could not be confirmed if the customer had entered incorrect calibrator set points for bicarbonate and other assays, or if reagents were expired at the time the external proficiency survey samples were tested. The field and technical service representative checked set points for all calibrators and corrected calibrator set point for bicarbonate. Advised customer on proper calibrator handling, and how to check the system for expired reagents, and advised to change all expired reagents per product labeling. Calibration and controls were run and within specification.